Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing had a crack in it that leaked out medicine. The following information was provided by the initial reporter: "safety intima injection device noted to have crack in tubing, causing small droplet of medication to leak on outside of tubing. Who was affected? Patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing had a crack in it that leaked out medicine. The following information was provided by the initial reporter: "safety intima injection device noted to have crack in tubing, causing small droplet of medication to leak on outside of tubing. Who was affected? Patient".